Event description:
Additional information indicated that a change out procedure has been scheduled for the near future.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory confirmed that the device was operating in fallback mode. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability, and would have protected the patient in case of an arrhythmia. Additionally, non-programmable vvi pacing at 60 ppm is available. The cause of the device behavior was concluded to be a result of software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Event description:
--

Event description:
Additional information indicated that this device has been explanted.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent radiation therapy at his mid-sternum to the left side of the chest and under his arm. Upon interrogating the device after the radiation therapy, a red screen was displayed with a permanent single zone cut-off. The device was in safety mode. Technical services (ts) discussed that there was no bi-ventricular pacing and recommended explanting the device. It was noted that the patient only had the treatments for 10 days and therapy was still available. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
--

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.